Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent r wave undersensing causing inappropriate pause episodes on a patient's loop recorder was observed via review of remote transmission. No patient symptoms were reported. No intervention planned at this time.